Manufacturer narrative:
(B)(4). Date sent: 10/25/2023. Additional information was requested and the following was obtained: please clarify how many reloads actually malfunctioned or did not staple? 3 of the used magazines did not staple.

Event description:
It was reported that with the second reload (gst60b), the stapler cut perfectly, however, no staple came out. As well with the additional, third reload the stomach tissue was cut perfectly, but again no staples came out of the magazine. As there was still ¿room¿, the entire row was stapled again ¿ there, it is questionable whether staples were in fact set in three rows, or only in 1-2 rows. The complete lot was sorted out and given to the sales rep (remainder in packaging: 12 units). All used magazines were set aside and will be returned. No patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 9/27/2023. D4: batch # unk. B3: date of event is 2023, event day and month unknown. Captured as (B)(6) 2023. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.